Event description:
It was reported that the device has physical damage. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged ail sensor assembly, cracked bezel, cracked rear case, cracked door assembly, corroded left/right iui and cracked membrane frame for physical damage. Replaced dim u1 on display board. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the door assembly. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 27feb2007 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2718-2020 for iui damages.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported physical damage. There was no patient involvement.